Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rescuenet retrieval net was used during a gastroscopy procedure performed on an unknown date. During the procedure, while attempting to retrieve an object from a child's stomach, they were to capture the object in the rescue net and had pulled out to about the throat area when the netting separated from the snare portion, dropping the object near the airway. The object was able to be grabbed with instruments before it could go down any further. It is unknown how the detached net was retrieved. The procedure was completed with a different device. There were no patient complications reported as a result of this event.